Event description:
It has been reported that during a patient use event, the device audio volume was lower than expected. The user was able to successfully use the device. The patient outcome is unknown.